Event description:
Novopen 4 blue is not delivering the correct amount of insulin [incorrect dose administered by device] (B)(4). Case description: the incident does not represent a serious public health threat. Medical device information: (B)(4). This spontaneous case from (B)(6) was reported by a diabetes nurse specialist as "she does not feel like her novopen 4 is delivering the correct amount of insulin" and "her blood sugar levels rose to 17 mmol/l, hyperglycaemia" and concerns a (B)(6) female patient treated with novopen 4 from (B)(6) 2009 and ongoing due to type 1 diabetes mellitus. Patient's height: (B)(6). Medical history includes type 1 diabetes mellitus and non-coded (B)(6). On (B)(6) 2010, the patient complained to a diabetes nurse specialist that she does not feel like her novopen 4 was delivering the correct amount of insulin and it feels like she is not getting her full dose. Sometimes she would have to do a couple of test doses to get insulin to come out. Her blood sugar levels rose to 17 mmol/l. The patient was able to manage her hyperglycaemia and did not require medical assistance. On two other unknown dates, she has experienced the same events. The patient has been trained in the use, and perform airshots prior to injection. It was stored according to the recommendations. The outcome was reported as "recovered completely". The sample was returned for investigation and an analysis was performed. Analysis result: product: novopen 4, lot no.: vug0132, device conclusion: technical, visual, and functional examinations were performed. The device was tested with a random penfill cartridge and a new novofine needle mounted. It was not possible to observe the alleged fault. The dose accuracy was measured by weighing using a random penfill cartridge. The result was within acceptable limits. During testing of the device, it has not been possible to detect any irregularities. Please note: this case was re-classified from non-serious to serious on (B)(6) 2010 by the reporter.

Manufacturer narrative:
Evaluation summary: nothing abnormal was found with the device.